Event description:
It was reported that during a ptca/stent procedure, after the stent was deployed, the balloon could not be removed from the deployed stent. A syringe was attached to the stent delivery system and several attempts were made to deflate the balloon. The stent delivery system was repositioned slightly, and the balloon would still not deflate. The balloon developed a small pin hole, and was then able to be removed partially inflated. There was no pt injury reported.